Event description:
It was reported that patient received inappropriate therapy due to oversensing. X-ray revealed insulation damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Only 18.5cm of the proximal portion of the connector pin was returned. Electrical tests of the returned piece indicated normal characteristics. Without return of the entire lead a complete analysis could not be performed.